Event description:
Hill-rom received a report from a hill-rom technician stating brakes are not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the brake caster not holding due to the rubber caster worn out and braking apart. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced brake steer caster to resolve the issue. Based on this information, no further action is required.